Event description:
A malfunction was reported on a pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump, instructed the caller on storing the malfunctioning pump, and explained return procedures, ensuring that insulin delivery would be maintained using an alternative therapy method.